Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 20mar2024.

Event description:
Patient reported left side "rupture." The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: the device related to the reported event of rupture was received on feb 22, 2024, with lot number: 2309147. Based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening assessed as unidentified (tear) opening. (Shell thickness was within specification). No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient reported left side "rupture." The device has been explanted and replaced with non-allergan device.

Event description:
Patient reported left side "rupture." The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.